Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) units lcd screen has lines across it intermittently. There was no patient involvement reported.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge fse was dispatched to evaluate the unit and was able to reproduce the reported issue. The fse found that the unit has faulty lcd screen along with associated boards internal to the display. To fix the issue, the fse replaced all parts per the service manual including the mounting plates and label. The fse then run all functional and safety test per factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
N/a.